Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board. No audio or beep anomaly and no frozen screen noted. Unable to perform any testing due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that during the night, insulin pump began to alarm very loudly with no alerts. Customer was not able to clear loud alarm due to buttons not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.